Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the rep rec'd a phone mail message from the operating room buyer, regarding several failed (leaked pneumo) disposables trocars. The rep spoke with the surgeon and he didn't know exactly how many trocars were involved, but it was at least five to six (according to several people) including reposable trocars which were pulled to try to rectify the situation. There was no pt consequence.